Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. Customers current blood glucose level was 138 mg/dl. Customer treated for low blood glucose level with food and glucose tablet. Customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.